Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited tones. When data was analyzed by boston scientific technical services (ts) it showed one value of high out of range pacing impedance measurements on the left ventricular (lv) lead channel. It was also noted that this lv lead impedance trend is getting closer to out of range values. At this time, this crt-d and lv lead remains in service. No adverse patient effects were reported. Additional information confirmed the lv lead was functioning fine. Lead impedance alarm values were changed and patient will be monitor closely via remote monitor.